Event description:
During a cystoscopic stent placement procedure, a portion of the guidewire coating sheared off in the pt. The detached piece of coating was retrieved through the cystoscope. The user facility reported that there were no pt complications.